Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or photographs provided. Visual and dimensional evaluations and product review could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of the receiving inspection report(s) identified no deviations or anomalies during manufacturing. An adequate complaint history review cannot be performed as the complication, failure mode, and/or harm experienced by the user is unknown. Incomplete operative notes were provided. However a detailed evaluation could not be performed with the information provided. The complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient is scheduled to undergo a knee arthroplasty revision due to unknown reasons. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: zimmer continuum cks knee modular stemmed tibial plate size 2 #: 00588202002 lot# 96108574 MDR: 0001822565-2023-01218. Zimmer continuum cks knee tibial stem extension 35mm x 12mm catalog #: 00588435012 lot #: 96107920. MDR: 0001822565-2023-01219. Zimmer continuum cks ps primary tibial insert size 2 12mm catalog #: 00587402212 lot #: 95113245. MDR: 0001822565-2023-01220. Implex continuum ps primary femoral component xsmall catalog #: 03-120-02543 lot #: 96109281. MDR: 0001822565-2023-01221. Associated product- different manufacturer: howmedica inc. Bone cement.